Event description:
Pt was being implanted with ncp sys model 100b. Lead test was performed per the physician's manual at which time pt experienced bradycardia. Event resolved when lead test was stopped. Second lead test was performed and pt again experienced bradycardia which resolved upon cessation of lead test. A third lead test resulted in asystole. Atropine was administered through the regular fluid line and approx six chest compressions were given. Pt recovered and was discharged from hosp with no further occurrences.